Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from a pinhole in the tube during infusion. The reporter stated that prior to starting infusion, the set was primed with no issues noted. The set was connected to a non-baxter catheter and infusion was started. Five minutes after the start of infusion, blood was noted to be backing up into the set. During troubleshooting for the blood backflow, the operator noticed that fluid was leaking from the set and identified the pinhole in the tube. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was not performed due to the nature of the returned sample. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.